Manufacturer narrative:
The device was returned to an olympus service center for evaluation where the reported issue of no alarm when the co2 bottle was low on gas was confirmed. It was determined that a misalignment of the sensors on the main board was the cause of the failure. The sensors were recalibrated. The unit was tested and functioned as intended and then was returned to the customer. The misalignment of the sensors was attributed to the age of the device and normal wear and tear, as the unit was put into service (B)(6) 2009. The initial report stated that a review of the device history record (DHR) was performed. However, a DHR review could not be performed, as it was determined that the serial number provided was invalid. The instructions for use states the following regarding insufficient gas supply: gc8669 rev.26 chapter7 troubleshooting p.73 insufficient gas supply 1. When the bar graph for supply pressure lights only one green led and the alarm sounds (approximately 1 second): the remaining gas volume in the cylinder may be insufficient. Replace with a new cylinder as outlined in section 3.3, ¿connecting a co2 gas cylinder¿. 2. When the bar graph for supply pressure lights red and the alarm sounds (approximately 3 seconds followed by 10 seconds of silence): the cylinder valve may be closed or the cylinder may be empty. If the bar graph for cylinder pressure still does not light green after the cylinder valve is opened, replace the cylinder with a new one as outlined in section 3.3, ¿connecting a co2 gas cylinder¿. 3. When the medical gas pipeline is connected, improper hose connection or pressure reduction in the gas supply source may cause an alarm. Check the hose for proper connection and check the gas supply source for normal pressure.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that after calibrating the sensors of the device, the device worked properly. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to there was failure of the data of the sensors by some cause.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device failed to recognize co2 bottle got empty and didn't give an alarm to the user. Other detailed information was not provided. There was no report of patient injury associated with the event.